Event description:
On (B)(6) 2012: customer states via phone, the tube will not retract, and the staff lost fluoro. Customer was unable to determine if the failure was during a pt procedure. Customer does have back up capabilities. No pt injuries were reported.

Manufacturer narrative:
Field service engineer (fse) found the tube arm had driven past it¿s limit and would now only drive out. Fse troubleshot and after consultation with tech support resolved the problem by replacing the units hydraulic cylinder. Fse was able then to verify proper operation per hut service checklist (B)(4). System returned to full service by the customer.